Manufacturer narrative:
Summary of event: as reported, during a percutaneous transluminal angioplasty (pta), the tip of a performer introducer became damaged. The puncture site was the common femoral artery, and the target site was the superior femoral artery. There was difficulty noted during advancement/insertion. After the tip damage was discovered, they used another lot of the same device to complete the procedure, and there were no usage issues. No tortuous, scarred, or calcified anatomy was noted. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to this occurrence. Upon return and evaluation of the device, the tip of the sheath was noted to be split. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The distal tip was split. Sharp edges were not noted. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device, the tip was noted to be split.

Manufacturer narrative:
PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) and using a performer introducer, the tip of the sheath was damaged. The puncture site was the common femoral artery, and the target site was the superior femoral artery. There was difficulty noted during advancement/insertion, and the device did make patient contact. After the tip damage was discovered, they used another lot of the same device to complete the procedure, and there as no usage issues. No tortuous, scarred, or calcified anatomy was noted. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to this occurrence.